Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint has been confirmed. Device communication could not be established after several charging cycles. It was found that the capacitor (B)(4) is leaky and it resulted in high current drain. The capacitor was removed but device communication still couldn't be established. Further troubleshooting revealed that the data in the flash memory of the microcontroller is corrupted. This anomaly prevents normal functionality of the device. The microcontroller could not boot up and it resulted in the inability to charge and communicate with the ipg. The firmware code was reloaded/re-flashed to the microcontroller successfully and the ipg regained its functionality. The root cause of the corrupted flash data and leaky capacitor (B)(4) is unknown.

Event description:
A report was received that a patient was having difficulties obtaining a full charge on his ipg. The patient lost his balance and fell a few months prior (non device related) and the stimulator has not worked properly since. The physician chose to explant the ipg and re-implant the patient with a new ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was having difficulties obtaining a full charge on his ipg. The patient lost his balance and fell a few months prior (non device related) and the stimulator has not worked properly since. The physician chose to explant the ipg and re-implant the patient with a new ipg. The patient is reportedly doing well following the procedure.